Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred with multiple new cartridges. Additionally, it was reported that the customer received an inaccurate fill estimate. Blood glucose (bg) level was in the 90's mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.